Event description:
According to the customer, on (B)(6) 2025 "the 23 g needle was being used to administer an intramuscular gluteal injection" and the syringe "popped off the needle and the contents of the syringe sprayed out." The customer stated that "none or very little of the contents of the syringe were administered" and that the needle was "removed with no complications."

Manufacturer narrative:
According to the customer, on (B)(6) 2025 "the 23 g needle was being used to administer an intramuscular gluteal injection" and the syringe "popped off the needle and the contents of the syringe sprayed out." The customer stated that "none or very little of the contents of the syringe were administered" and that the needle was "removed with no complications." Per the customer, the im injection was not repeated. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Manufacturer narrative:
Update to d9: is this device available for evaluation/returned to manufacturer. Update to h3: device evaluated by manufacturer. Update to h6: type of investigation (b). Update to h6: investigation findings (c).